Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Die casting anomalies were observed on the forming tool. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after firing two staples, the third staple didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Event description:
It was reported that "after firing two staples, the third staple didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).